Manufacturer narrative:
The involved device has not been returned for evaluation. Inspection of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of abnormalities or defects. Physical testing of the reserve samples confirmed that performance specifications were met. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that a portion of the guiding sheath became damaged during a procedure. Follow-up communication confirmed that: the sheath "broke apart" into 2 pieces; the coil wire was "pulled away" from the outer sheath material and appeared "stretched"; the procedure was completed successfully; and the patient is reported to be "ok."